Event description:
Customer reported during a syringe module infusion, the IV set was found leaking near the female luer. There was no patient harm or medical intervention. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.